Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the pericardial effusion is unknown but it is speculated to be related to a ventricle perforation which was caused by the guidewire, or the temporary pacing wire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After a successful tavr procedure of a 23mm sapien 3 valve via conscious sedation, a pericardial effusion was noted on tte. A pericardiocentesis was performed to drain the blood. The patient was in stable condition. Approximately 150-200ml of blood were removed. The physicians decided to reverse the heparin and give the patient protamine. The pericardial drain was left in place for 24 hours. The patient remained stable throughout the procedure. The patient's pressure and heart rhythm never changed. It is speculated that the pericardial effusion was caused by either the guidewire or the temporary pacer wire.